Event description:
It was reported that the cine image playback quality on the 9800 system was bad. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image processor, reseated the cine drive and the workstation pcbs. The system was tested and found to be working as intended and placed back into service.